Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump. Customer experience the symptoms as nausea and difficulty in breathing as a result of high blood glucose. Auto mode was activated at the time of delivering the insulin. The customer declined troubleshoot for high blood glucose. The insulin pump will not returned for analysis.